Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: universal ii, guide catheter: hyperion 6f. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the distal left circumflex coronary artery that was mildly tortuous, heavily calcified and 99% stenosed. For pre-dilatation, the nc traveler rx 2.0 x 15 mm balloon dilatation catheter (bdc) was advanced to the target lesion and crossed. The device was inflated three times without issue, however, during the fourth inflation, the balloon ruptured between 10-12 atmospheres. Additional non-abbott bdcs were used for pre-dilatation and those balloons also ruptured. The lesion was finally dilated with another non-abbott bdc and the procedure was successfully completed after stent implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.